Event description:
The customer reported the monitor left screen is really light. No pt was involved.

Manufacturer narrative:
The ge svc rep verified the problem. When the unit was turned off a bright dot at the center of the monitor would light up. He replaced the left monitor. Tested unit and unit is working as intended.